Event description:
Following an interventional procedure and femoral angiogram, an angio-seal was deployed to seal the arteriotomy site. Several hours later, the pt became hypotensive and bradycardic; a code blue was initiated. The pt was diagnosed with a retroperitoneal bleed and transfused with two units of packed red blood cells.